Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that sometime post chronic catheter placement, the blue lumen allegedly damaged and partially dislodged. There was no reported patient injury.

Event description:
It was reported that approximately four months post chronic catheter placement, the blue lumen allegedly damaged and partially dislodged. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one hickman s/l catheter was returned for evaluation. Visual, microscopic visual, tactile and functional evaluation were performed on the returned device. One electronic photo was provided for review. The investigation is confirmed for the reported lumen fracture as the luer hub appeared to be partially detached, a gap was noted and the luer detachment was evident under microscopic evaluation. The definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 08/2024), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.